Event description:
It was reported after the trial procedure, the pt complained of leg weakness and pain in his groin area. The pt's scs leads were removed on (B)(6) 2013. The pt went to the ER on (B)(6) 2013. F/u on (B)(6) 2013 identified a sjm rep spoke with the pt's spouse and learned the pt had approx 20% use of his right leg, with urine and bowel trouble. The pt has a pre-existing right leg issue. The pt's spouse stated the ER explained to her that the l5/s1 nerve roots were irritated, which is causing the weakness and loss of control.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.